Event description:
Consumer complaint of high blood results. Caller believes her results are between 170 and 180mg/dl. Performed blood test, 232mg/dl, performed another test 2 hrs later, 227mg/dl. Results in memory: (B)(6) at 8:16p 227 mg/dl, (B)(6) at 6:16p 232 mg/dl, (B)(6) at 6:47p 239 mg/dl, (B)(6) at 4:27p 60 mg/dl, (B)(6) at 4:23p 59 mg/dl, (B)(6) at 10:10a 168 mg/dl, (B)(6) at 8:23p 171 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).